Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the fridge door had failed. A field service engineer (fse) confirmed that they dialed in remotely and found no failures at the medstation. No further investigation was required. The system functioned as intended after the field service engineer completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge door had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.